Event description:
It was reported that during nail insertion, the proximal fixation was engaged using an actuation driver and as the driver was turned to deploy the fixation, the fibula fractured. The nail remains implanted.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.